Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The system controller and the user interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device's display was blank. The reported problem is indicative of a critical failure of the device. There were no reports of pt use associated with the reported event.